Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker calculated longevity decreased by over 2 years in a few months, triggering the elective replacement time (ert) sooner than expected. A device data analysis revealed that during the last interrogation the pacemaker was operating at a current bin boundary and has since dropped to the lower bin. The device already exceeded the expected longevity per design. Boston scientific technical services (ts) confirmed the ert status. No further action was performed. No adverse patient effects were reported.